Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19nov2018. Customer proactively replaced the exhalation flow sensor and returned the used part to philips. Philips failure investigation engineer reported the exhalation flow sensor caused the test vent to fail booting into the normal ventilation mode with a 9003 error and an est failure with a 3126 failure due to thermistor contamination. The customer returned exhalation flow sensor caused the test vent to fail booting into the normal ventilation mode with a 9003 error and an est failure with a 3126 failure due to thermistor contamination.

Event description:
Philips failure investigation engineer reported a failed exhalation flow sensor. No patient/user harm reported. The event date was not specified; estimate used.